Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b31, damage to fiber bonding in the outer tube area (distal end) and the protector of the video cable section is cut/ the video cable is broken. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the damaged cable was the cut protector in the video cable section. In addition, the b31 issue occurred because the video cable was broken. The damaged fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had a damaged cable. The issue was found during maintenance. There were no reports of patient involvement.